Event description:
Related to MFR report # 2183959-2012-02535. Related to MFR report # 2183959-2012-02536. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with an elevate apical and posterior prolapse repair system with intepro lite "to treat her pelvic organ prolapse and/or stress urinary incontinence". It was alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.